Manufacturer narrative:
(B)(4). The sample was returned for investigation. A visual inspection was performed and the tracheal tube cuff had burst. The reported complaint was confirmed. All manufacturing controls were reviewed and found acceptable to detect the reported malfunction. All products undergo inflation deflation testing and are visually inspected for cosmetic defects prior to release. Had the damage to this product occurred during manufacturing, it would have been detected during testing and removed from the lot. The damage is not related to the manufacturing process.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that a patient was intubated with a tracheal tube for two hours when a nurse realized that the cuff was deflated. The cuff could not be reflated. The tube was then exchanged for a new device. The product was tested prior to use and functioned as intended. There was no report of patient injury as a result of this event.